Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was post-operatively undersensing as no electrocardiogram (ECG) was observed through the device. The device was interrogated with multiple programmers with the same result. The monitor was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.